Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What color setting was used during the firing of the device? Were there any issues with device performance in the initial procedure? How was the leak identified? How specifically was the leak addressed? During the initial surgery were there any staple formation issues identified? Were the other known potential causes of anastomotic leaks considered or ruled out? What is the current patient status?

Event description:
It was reported that during an open colorectal surgery, the surgeon used the device with reload. He stated surely that the staple line had got opened. The surgeon could save the patient's life after 2 additional surgeries.